Event description:
It was reported the cardiosave intraaortic balloon pump (iabp) unit stopped working prior to use on a patient. It is unknown if there was patient involvement, however no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer evaluated the iabp and verified multiple fault error's in the logs. The fse replaced the front end board and tested. The fse recalibrated transducers and re-uploaded the software. The unit passed all functional and safety test per factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,e1(site country),g3,g6,h2,h4,h6(type of investigation,investigation findings,component code, investigation conclusions),h10,h11. Corrected fields - d5,h6(health effect ¿ clinical code). A getinge field service engineer (fse) verified as the multiple fault error as 107 and 67 in logs. Than fse had replaced the pcb,front end and tested. Than the fse had recalibrated the 30 psi transducers and re-uploaded the software from which the unit passed all the functional and safety tests as per the factory specifications and it was returned to the customer and cleared for the clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The front end board part number was observed per the cardiosave service manual part number revision p with visual damage after initial testing. The national repair center installed the front end board serial number into the cardiosave test fixture serial number and tested the front end board to factory specifications per procedure number (B)(6) revision c and the cardiosave service manual part number 0070-00-0639 revision p. It was observed the system would not power up and alarmed during initialization. After further evaluations of the front end board the observation of fluid ingress was observed on the external ECG and ibp connectors. See the attached files for reference. Front end board will be held to the nrc per procedure number (B)(6) revision aj. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Corrected fields - h6(health effect ¿ clinical code, remove 3331 from type of investigation).

Event description:
N/a